Event description:
It was reported that the pump exhibited error code 1871. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a (error code 1871) several times. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to an anomaly in the motor. The service history review had no indication that the complaint was related to a service of the device within the review period.